Manufacturer narrative:
The investigation has been completed. The console (ic8797) was sent back for further investigation. It was confirmed that persist. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. The root cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. No patient was involved.